Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported a -no disposable pump won't run- alarm on cadd legacy pump serial number (B)(4) unresolved with battery change. Patient removed remodulin remaining in cassette and put medication in a new cassette on back up pump to not waste medication. Cassette lot number was unknown. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. There was contamination of fluid ingression on device. No related evidence found in the event history log. The customer problem was duplicated. The liquid crystal display (lcd) missing pixels, discolor contaminate of fluid ingression keypad overlay and both occlusion sensors. The root cause of the reported issue was found to be missing pixels and occlusion. Actions were taken to mitigate the reported issue: replaced the lcd, lens, keypad with overlay, downstream sensor, upstream sensor, and worn coin latch assembly.